Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing and shock after the ventricular tachycardia had broken and had delayed high voltage therapy due to signal dropout. Programming changes were implemented. The patient was in stable condition.